Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an express sd balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. The balloon was loosely folded. The device was soaked in a water bath for four days to loosen the blood and contrast in the device. The device was functionally tested with a .018" guidewire. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis did not confirm the difficulty advancing a guidewire.

Event description:
It was reported that catheter entrapment occurred the target lesion was located in a vertebral artery. A 4.0mmx15mmx150cm express vascular sd stent was advanced over a wire into the target lesion. However, the wire got stuck in the monorail exchange outside the patient's body. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.

Event description:
It was reported that catheter entrapment occurred. The target lesion was located in a vertebral artery. A 4.0mmx15mmx150cm express vascular sd stent was advanced over a wire into the target lesion. However, the wire got stuck in the monorail exchange outside the patient's body. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.